Event description:
It was reported the x8-2t transducer had a crack in the seam of the sheath. The transducer was associated with an epiq 7c ultrasound system. The issue was found outside of use, there was no patient or user harm. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.